Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial lead exhibited large amplitude of noise. Programming changes, lead revision and further in clinic testing were suggested; no changes or intervention was reported. There were no patient consequences.